Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they have gotten zero assistance from their manufacturer representative (rep). Pt reported following a successful trial, they had their device implant. Pt reported prior to that, they have had 2 previous surgeries: lumbar and cervical spinal fusion which did help them alleviate the numbness and tingling in their legs, but their lower back pain continued to get worse. Pt also reported getting injections and a rfa, which did not work, which was when they got their scs device. Pt reported they met with multiple reps, who tried to get the device to work, but there was no change. Around the time, sensing no help, pt spoke with their healthcare provider (hcp) about remove the device, but hcp could not remove it. Pt reported after that, they met with another rep who reprogrammed them, but there was no change and the device did nothing. Pt made sure to keep the device charged and turned on as well. Pt reported that the device has not worked since 2-3 weeks after implant and they had gone through multiple reps and reprogramming, but it did not work. Pt reported they had a consultation with their hcp on (B)(4). To decide what to do next. Agent emailed pt back and redirected them to patient services (pss) for further assistance. Additional information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they received an email response from the email that they have sent and repeated their concerns written on the email. Agent reviewed that patient is correct in coordinating with hcp and mdt rep for implant issue and to continue working with them on next steps. Agent provided naz number and sent an email to field for visibility.

Event description:
Patient reported that the device has not been removed. The device has not worked since approximately 4 weeks after implant, in spite of numerous reprogramming attempts. Patient repeated that nothing has worked. When they last met with their physician and staff in february, a rep was also there. She attempted another-programming to no avail. Patient will meet with them again 2 september. Multiple appointments with doctors since august 2023 (implant date), as well as numerous attempts at re-programming by reps as outlined above. The device is still implanted, although currently it is powered down, since patient sees no reason to keep it recharged weekly. When they will meet with the surgeon on 2 september, we will discuss removing it. Patient understands that these devices seem to work very well for some, somewhat well for others, and not at all as is my case. Patient voiced their concern over the customer service, and serious attempts to trouble shoot the device and decide it possibly it is defective. The probably 3 times patient has seen a rep, it was at a doctor's office, but the surgeons seem very disengaged from the process. The doctor that implanted told patient after it was evident it is not going to work, that he would not or could not remove it due to the risk. Patient's current doctor/surgeon, an orthopedic spinal specialist assured me that it can be removed along with the leads, and that patient's previous doc tor was in fact, absolutely mistaken! So it has been almost a comedy of errors since the beginning, and the worst part is that patient still has no relief! Actually the pain is worse than ever.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's ins had never worked since implanted in (B)(6) 2023. The patient's first representative as well as all additional representatives attempted to reprogram it which did not work. The patient turned their device off and had not attempted to use it for months. The patient's medical team had moved on from the ins and were working on a plan to do radio frequency nerve ablation on their spine. At a future time, the patient would discuss removing the ins however, that was on hold.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.